Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_label_acc, lot# serial# unknown, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they have macular degeneration, and their eyesight and cognitive skills are not as good as they used to be since right after the implant surgery and gradually evolved. It was stated that the patient used to be the "life of the party" but now have so much confusion. Later on date notified it was noted that the patient has memory issues as well, and that reading is a problem for them. Follow up information received from the patient on (B)(6) reported that the patient is unsure of the circumstances that led to the macular degeneration, memory issues, cognitive difficulties, and reading problems. They reported the problem to the healthcare provider (hcp) but it is unknown if the issues resolved. The patient was also sent a beeping implantable neurostimulator recharger (insr) letter which never made sense to them since they got it. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.